Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 39286-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation. The reporter stated that the patient was in a 4-wheeler accident last (B)(6), and the patient landed on his back. Since then, the device had been off and it hadn't worked for about a year. Additionally, the patient was unable to charge his device after the accident. The reporter indicated that x-rays and CT scans were done, and the patient was informed that everything was in place. The patient was reported to be feeling pain near/around the device, and the pain had increased since the accident.

Event description:
Additional information reported indicated that the patient had an over-discharged ipg (implantable pulse generator). It was stated that the patient was instructed to do a deep discharge. It was stated that the patient had charged the ipg every three days but was in a vehicle accident it was around that time that it stopped working. It was stated that more information would be provided once he completed deep discharge.